Manufacturer narrative:
No patient involved. Other relevant device(s) are: product ID: bi -500-00186, software version: 3.2.1. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the imaging system stays in booting stage does not go past the system booting phase. Troubleshooting determined that found the software was corrupted. Reloaded the software. No patient present.